Event description:
It was further reported that vascular access was obtained through the femoral artery. The vessel was moderately tortuous and severely calcified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: a visual and microscopic examination confirmed a core wire fracture. The distal piece of the fracture was received for analysis measuring 131.8cm. Sem (scanning electron microscopy) fracture analysis revealed the fracture site exhibited evidence of a torsional action. Examination also exhibited copper and zinc inside the grooved surface of the wire indicative of burr induced surface wear. No other material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be user error. The dfu states "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guide wire has an expected functional life of 5 minutes (total of individual burr run times). Do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guide wire." (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy procedure, the guide wire became detached. The 90% stenosed target lesion was located in the proximal left circumflex (cx) artery. The physician performed the rotational test with the 325cm rotawire guide wire and the guide wire became detached. The procedure was completed with another of the same device. There were no patient complications and the patient's current status is reported as good.